Event description:
Washers broke from rod bender and flew into incision. Not noted at end of case and remained as retained foreign body requiring removal. Diagnosis or reason for use: bend drain tubing.